Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms despite good threshold and sensing measurements. The lead remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.